Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the caller successfully performed the reset. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurs.